Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long or placing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient later reported to a new surgeon with radicular pain complaints. The surgeon determined that the superior positioned implant was impinging on the nerve root. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the superior positioned implant and then placed a new implant of the same length in a more superior position. No other preexisting implants were adjusted or removed. The patient's pain symptoms were not resolved following the revision procedure.